Manufacturer narrative:
During an internal check of a leksell vantage stereotactic arc system it was discovered that a faulty locking piece of the instrument carrier did not meet the requirement of locking force to the arc. In systems with the faulty locking piece there is a risk that the instrument carrier is insufficiently locked even after tightening the knob firmly. The instrument carrier may in some instances be moved along the arc when forces below the specified requirement are applied, which may lead to an instrument introduced into the brain moving out of the planned trajectory and may cause injury. The root cause has been found to be a manufacturing error on an inner radius of the locking piece. The part has been manufactured out of specification. An important field safety notice (B)(4) will be sent to all affected customers on (B)(6) 2020. Replacement of faulty carriers is estimated to be released (B)(6) 2020.

Event description:
During an internal inspection of two vantage arc systems, it was found that the arc carrier was unable to lock securely.